Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6). This is the same event as 1043534-2012-00388, 2013-01815.

Event description:
Allegedly on (B)(6) 2010, the implant failed resulting in personal injuries to the patient. Add'l info rec'd (B)(6) 2013: allegedly pt. Was getting into car, twisted and felt pop. Unable to weight bear. Broken modular neck.